Event description:
It was reported that the patient¿s devices had shorts and opens due to broken wires. It was stated that the previous mentioned event was already reported and the healthcare provider (hcp) was calling for longevity measurements in the patient¿s 4 devices. There was no previous report found. The longevity calculation for the right implant (4.0 v, 210 microseconds, 60 hertz, therapy impedance 522 ohms) was 47 months and the left implant (1.8 v, 360 microseconds, 60 hertz, therapy impedance 361 ohms) was 70 months. It was noted that the patient also had two other devices that had no reported problem (one had a longevity estimate for 79 months and the other had an estimated early replacement indicator at 5 years, end of service at 5.3 years). Please refer to mfg. Report # 3007566237-2013-02282, as the patient had two unknown devices. The previous report could not be found. The patient and device information was not reported.

Manufacturer narrative:
Continuation: product ID neu_unknown_lead: product type lead; product ID 7428, serial# unknown: product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown: product type lead; product ID 7428, serial# unknown: product type implantable neurostimulator. (B)(4).